Event description:
A medtronic representative reported that, during a thoracolumbar procedure, the surgeon alleged all the navigated instrumentation were inaccurate by approximately 1.5 millimeters. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. A medtronic representative, at the site, reported that they checked out accuracy with the stealth and o-arm and did not find any issues. A medtronic representative was unable to duplicate the inaccuracy in testing. A medtronic representative went to the site to perform a planned maintenance. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.